Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedances measuring greater than 3000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were a few stored episodes in which there were observations of noise. Technical services provided troubleshooting options. Subsequently, this lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.